Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was responding back to a follow up letter sent to the them. The patient reported that they went to the doctor that implanted their device and they restored the device. Patient is now able to connect with their ins and recharge. The patient's weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2018, the connector pin in the desktop charger (dtc) had fallen out; the prongs were completely gone. The patient had tried to put the pin back in but it would not go in. It was also reported that the recharger displayed the reposition antenna screen. As a result, the recharger would not take a charge on (B)(6) 2018. There was no out of box failure reported nor were there any symptoms associated with the broken dtc. A replacement dtc was sent to the patient. After receiving the replacement dtc, the patient was able to recharge the recharger and the ins overnight. But when they went to connect to the ins with the programmer they were seeing the poor communication screen. They were redirected to the doctor to have the device checked to determine if it had gone into overdischarge. The hcp saw the patient on (B)(6) 2018, and reported that the programmer, recharger and their physician programmer could not establish a connection with the ins. Physician mode recharge (pmr) was reviewed with the hcp. No further complications were reported or anticipated.